Manufacturer narrative:
The country of origin is (B)(6). The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter with an unknown serial number when compared to a laboratory result using an unknown method and a doctors roche meter result. The patient meter result was >8.0 inr. That same morning, both the laboratory result and doctor meter result was 2.7 inr. The patients therapeutic range was not provided.